Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission from 2017 that the right ventricular lead exhibited pacing and impedance anomalies and was reprogrammed. It was then discovered on (B)(6) 2018 that the lead exhibited low pacing impedance and high capture threshold. No intervention was performed and the asymptomatic patient would continue to be monitored.